Event description:
Subject used (B) (6) brand flexible fabric bandages. Bandages were used for a period of five days and changed several times a day when they became wet as instructed on the box. The bandage was used to cover a cut on the tip of the right index finger. The area where the adhesive came in contact with the skin became red and blisters appeared on the sixth day of usage. The bandages were removed and not used again. The blisters disappeared and the skin eventually dried and peeled off after several days. Add'l blisters formed later with the same end result. The incident was reported to (B) (6) and nothing else was heard from (B) (6). Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: to bandage cut on right index fingertip. Event abated after use: yes.